Event description:
The customer reported to olympus the evis exera iii bronchovideoscope up and down lever is used, the image goes black. The reported issue occurred during an unknown diagnostic procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the image blacked out when angulated to the up position. Additionally, it was observed that there was a leak on the bending section cover and in the channel at the distal end. Lastly, the insertion tube had a light dent. This report is also being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of blacked out image could not be determined. Considerations ¿ physical stress was applied to insertion section during device handling by the user. As a result, an abnormality occurred in the image sensor unit, which led to the suggested event. Leakage occurred at biopsy channel during device handling by the user. As a result, water invaded the device and an abnormality occurred in the image sensor unit, which led to the suggested event. Feedback to the user ¿ handle the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.